Event description:
The rptr attempted to connect the device to a pt in cardiac arrest. The rptr alleged that connection between the device defibrillation cable and the electrode posts could not be made. Another AED of unreported MFR which was 'right there' was made available and was used. The rptr stated that the reported discrepancy did not adversely affect the pt outcome based upon the ready use of the backup defibrillator.